Event description:
Had lap band placed (B)(6) 2008, two port revisions and chronic pain at areas ports used to be located. Excessive scar tissue was noted by physician during one of these procedures. Did not lose weight that was estimated with surgeon. Chronic feelings of food being stuck after eating solid proteins despite chewing properly and following all rules, multiple issues with vomiting. Could never find sweet spot. Was converted to gastric sleeve due to all of the problems mentioned. Surgeon found band itself and its sutures to be loose which caused scar tissue around the stomach from rubbing. People need to be more aware of these common issues with the band and hope many more will report it.